Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal is unattached and falling off. Slightly scratched screen. The event occurred during testing.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal and a buckling upstream occlusion (uso) seal. The dso and uso seals were replaced to fix the issue.